Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported no known circumstance led to the issue. The patient said that they tried physical therapy, but the issue hasn't been resolved. The patient said it must be a flare up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had increased pain, spasms, and was falling down the last 4-5 weeks. The patient said physical therapy was not helping. The patient said they had group a and b and both were not helping. The patient called the hcp and they suggested the patient met with a rep. No further complications were reported.